Event description:
It was observed that during the device evaluation, the colono videoscope exhibited dirty lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results from the investigation, foreign material on the lens was confirmed. It was not possible to identify the foreign matter. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.